Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported that in 2007, the patient underwent stenting of the mid lad with a 2.5 x 12 mini vision and a 2.5 x 8 mini vision stent. In 2009, the patient experienced in-stent restenosis within the 2.5 x 8 mini vision and a cypher stent within the mid lad. This was treated via single vessel bypass graft using ima to the lad. There is no additional information available.

Manufacturer narrative:
Restenosis, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting. Additionally, restenosis and hospitalization are listed in the no fault risk assessment as post procedural complications. As there was no reported product malfunction during the time of the stent implants, there does not appear to be any indications of a product quality deficiency. In this case, it is likely that the hospitalization is a secondary effect of the restenosis with required surgery as treatment. However, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.